Manufacturer narrative:
Insulin pump received with detached or missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached or missing retainer.

Event description:
It was that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 9.3 mmol/l. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 4.1 mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.'